Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07279. It was reported that damage to the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman® access ® system (was). The closure device was deployed, but it did not meet the release criteria and was positioned too deep in the laa so it was fully recaptured. When they were flushing the wds outside the patient, they noticed the shaft of the wds was flattened around the middle. The was also noticed to be kinked when they looked at the angiographic imaging. They used another was and wds to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). Blood was on the device and the valve was opened as received. Device analysis determined the condition of the returned device was consistent with the reported information. The hub, shaft, and tip were examined. Multiple kinks were found along the length of the shaft. The tip was damaged and showed slight inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07279. It was reported that damage to the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system (wds) was inserted into the watchman access system (was). The closure device was deployed, but it did not meet the release criteria and was positioned too deep in the laa so it was fully recaptured. When they were flushing the wds outside the patient, they noticed the shaft of the wds was flattened around the middle. The was also noticed to be kinked when they looked at the angiographic imaging. They used another was and wds to successfully complete the procedure.